Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at his lead incision site. The patient was admitted to the hospital for overnight observation due to drainage from his thoracic incision and a temperature of 103. The patient was placed on IV antibiotics. There was no drainage noted from the wound. Cultures were taken and the wound was cleaned and closed. The patient was given levaquin and vancomycin.